Event description:
It was reported that the right ventricular (rv) lead demonstrated noise consistent with myopotential. No changes in impedance or thresholds were observed. Findings are suggestive of possible outer insulation damage to the lead. As of this time the lead remains in service. No adverse patient effects were reported.